Manufacturer narrative:
Additional information: section d-9: device available for evaluation: no. Section d-9: device date returned to manufacturer: not returned. Section h-3: device evaluated by manufacturer: photo. Device evaluation: the complaint issue was not identified during photo evaluation. The observed "haptic detached" is similar to the reported complaint issue. However, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of a tecnis intraocular lens, a haptic fractured during insertion. The lens became unstable and was explanted during the same procedure. Postoperatively, the patient experienced temporary visual impairment with visual acuity reduced to hand movements, significantly affecting daily activities. The incision was enlarged, additional sutures were placed, and a vitrectomy was required. A secondary anterior-chamber intraocular lens implantation is planned for a later date. Additional information revealed that no medications beyond the standard prescribed regimen were administered. The patient remains aphakic and the current status is unknown. No further information is available.

Manufacturer narrative:
Section d6a: if implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. Section d6b: if explanted, give date: not applicable, as lens was removed in the initial surgery. Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.